Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced a severe low blood glucose event after a dinner meal announcement while using the ilet system during the first week of use, with caregiver reports indicating values below 40 mg/dl and subsequent clarification that the event was treated with oral carbohydrates and sports drink without glucagon, seizure, or loss of consciousness; settings were later adjusted by increasing the glucose target, and user education was provided regarding correct meal announcements to avoid postprandial spikes and subsequent lows. Symptoms included hypoglycemia. Outcomes included recovery with self-treatment at home. Investigation included user coaching and troubleshooting. Investigation of this case revealed user-related factors, including inconsistent or incorrect meal announcements contributing to glycemic variability. It was concluded that the cause of hypoglycemia was unclear, with contributory user handling factors related to meal announcement practices. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.